Event description:
It was reported that the lead exhibited rising/high impedances, a loss of capture, and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly pace measurement log data shows a gradual increase for minimum and maximum ventricular pace from 848 to 2400 ohms peak between (B)(6) 2010 and (B)(6) 2011.